Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, the patient experienced pain, and underwent surgery on (B)(6) 2009 to remove the previously implanted sling which had eroded (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.